Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after receiving vibratory patient notification alert for non-sustained rv oversensing. Upon reviewing the session records, myopotential oversensing was suspected. Oversensing was not reproducible in clinic. Programming changes were made. Patient's condition was good.